Event description:
A customer contacted beckman coulter (bec) to report that the olympus au481-10e (au480) with ion selective electrode (ise) clinical chemistry analyzer generated erroneously low sodium (na) and chloride (cl) results. The samples were rerun and yielded normal results. The erroneous results were not reported out of the laboratory. Patient demographics (age, date of birth, gender, and weight) were not provided by the customer. There was no death nor injury or change to patient treatment attributed to or connected to this event.

Manufacturer narrative:
Sample collection and centrifugation information was not available. Quality control (qc) and calibration was run prior to and after the event and recovered within the laboratory established ranges. The customer performed the priming procedure and confirmed no evidence of bubbles in the line. A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse performed some maintenance activities and troubleshooting. The fse determined that there were micro-bubbles originating from the chloride electrode. The fse replaced the chloride electrode and no further issues were observed. The failure mode of the erroneously low sodium and chloride results were bubbles in the ise flowcell. These bubbles originated from the chloride electrode and passed through the flowcell causing suppressed results.